Manufacturer narrative:
After the review of the medical records, it has been determined that this product has been reported in error. This report will be rejected.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 22 jan 2018: pinnacle litigation record received. Litigation alleges discomfort, pain, stiffness and loss of motion. It was also stated that the patient is at risk for metal toxicity due to elevated cobalt and chromium metal ions, implant loosening, metallosis, necrosis, soft tissue damage, muscle damage and injury.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.